Manufacturer narrative:
Other applicable components are: product ID 8711 lot# serial# (B)(4) implanted: (B)(6) 2010. Explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 953 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient got the pump placed in 2010 and was doing well. In the last year (as of (B)(6) 2017), the patient was very very tight. The patient was (B)(6) when they got the pump and was writing in school and doing well. The patient had not missed school since the pump was replaced on (B)(6) 2017. They found out the catheter was severed and the patient was not getting medication. The patient experienced tightness. The dose was 953 mcg every time at the monthly refill. The patient was not getting that because the catheter was not connected. The patient did not experience any pain except when the bent the right elbow, but it was very stiff. It took a long time to bend the right leg, but after a few minutes they would be able to bend it. The patient couldn¿t bend their right elbow, but had no pain. The patient had tightness and was very stiff. It took a long time to bend the right leg and it was very hard to do after a few minutes. The patient was never in pain. It was stated that the patient was wheelchair bound and had cerebral palsy. The symptoms were considered sudden. There was no out of box failure reported. There were no medical or therapy problems associated with small parts reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.